Event description:
It was reported that the customer was hospitalized due to high blood glucose of 483 mg/dl. They stated that they woke up with blood glucose of over 600 mg/dl and delivered a bolus of 14 units, another corrective bolus of 14 units. The customer felt something wet on their body and they noticed that the quick release was not locked in place. The customer measured their blood glucose and it still read high. The customer attempted delivering another 14 units of bolus but the insulin pump only allowed 7 units, so the customer treated with additional 25 units of manual injection. A little while after the customer's blood glucose had decreased to 594 mg/dl. A co-worker took them to the emergency room where they were treated for dehydration. They were wearing the insulin pump at the time of the emergency room visit. The customer stated that the device was not reflecting the bolus deliveries and the device would not stay on vibrate mode. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).